Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had a stored episode classified as ventricular tachycardia (vt). Upon review, there were concerns of ventricular loss of capture. A full device interrogation was performed and it was determined that the pacemaker was pacing sub-threshold. The outputs were adjusted to a proper safety margin. No further complications were reported. This product remains in-service.